Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6: part #: 319.006. Synthes lot #: 6983898. Release to warehouse date: july 19, 2012. Manufactured by: synthes jennersville. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Visual inspection: the depth gauge for 2.0mm and 2.4mm screws (product code: 319.006, lot number: 6983898) was received at us cq. Upon visual inspection it was noted that the ball was jammed in place and would not move. There were no other defects noted with the device. Functional test: a functional test was performed by moving the slider component in and out of the body component. The device was able to move completely in and out. The function of the ball component was also tested by pushing on it to move it through its range of motion. The ball was found to be bottomed out inside the hole and would not return to its default position. Since the ball is not functioning properly, the functional test is failed. Device failure/defect identified? Yes. Document/specification review: the following drawings were reviewed: current and manufactured revisions. Dimensional inspection: a dimensional inspection was not performed due to device geometry and the related component being seized inside the device. Complaint confirmed? Yes. Conclusion: the complaint is confirmed for the returned device as the ball component is seized in place and does not function properly. A definitive assignable root cause cannot be determined from the provided information. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is a j&j representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, depth gauges stick and no longer able to use with one hand. It is unknown when and where the issue was discovered. It is unknown if there is patient nor procedure involvement. This complaint involves three (3) devices. This report is for (1) depth gauge for 2.0mm and 2.4mm screws. This report is 1 of 3 for (B)(4).